Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was unable to be interrogated, but pacing function was still available. The patient was seen at a later date and interrogation was possible at that time. The patient was in stable condition with no adverse consequences.